Manufacturer narrative:
Correction: e4: (B)(6).

Event description:
It was reported that the bd alaris¿ extension set leaked at the connection. The following information was provided by the initial reporter: immediately after hooking lines up to PICC line noticed leaking at the connection of the 0.2 micron filter and the anti-siphon valve.

Manufacturer narrative:
Investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ extension set leaked at the connection. The following information was provided by the initial reporter: immediately after hooking lines up to PICC line noticed leaking at the connection of the 0.2 micron filter and the anti-siphon valve.